Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was properly loaded with a black 60 mm. Reinforced reload. Reload was articulated and placed on tissue. During transection, the reload dearticulated mid-fire. Transection was complete, tissue was unharmed. Patient was not impacted and the case was not delayed. The handle was reloaded and used for remaining transections.